Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien tech support engineer (tse) provided the backlight inverters part number. Customer does not want a follow-up call. Covidien was not authorized to svc the device.

Manufacturer narrative:
Covidien reference number: (B)(4).